Event description:
It was reported that an hcu40 is not making ice although the snow flake was shown on the display. Compressor failed and damaged the coil and startup compressor. Replacing the compressor is not currently possible. It is not know when the compressor failed due to the presence of an ice block. It was noted during the case that they were unable to cool less than 18 degrees on the card circuit. They were able to complete the case by swapping the lines to the pt circuit. No reported pt effect. Ref #:(B)(4).

Manufacturer narrative:
A maquet field service tech will investigate the unit. A supplemental medwatch will be submitted when additional info becomes available.